Manufacturer narrative:
There were traces of corrosion on the electronics assembly and the motor inside the unit. Unable to perform the displacement test due to the corrosion. The center (enter) keypad button is cracked in the middle. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device appears to have moisture under the on the inside. Report does not state whether the reservoir is able to lock into place. The customer¿s blood glucose level at the time of the incident is unknown. No further details or information available. The device will be returned for analysis.